Event description:
It was reported that after attaching a cage to the inserter, its shaft was disengaged from the inserter and the cage fell on the patient's lamina. The setscrew was tightened properly, and the procedure was completed without any further incident.

Event description:
It was reported that after attaching a cage to the inserter during a plif procedure, its shaft was disengaged from the inserter and the cage fell on the patient's lamina. It was confirmed that a setscrew of the inserter was tightened at an improper position. The setscrew was tightened and the procedure was further completed without any incident.

Manufacturer narrative:
A review of all documents included in the DHR for lot number did not identify any applicable non-conformances to specification or deviations in procedure. A query of the entire complaint history of this part was conducted on (B)(4) 2012, which did not contribute any additional information to this investigation. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis: visual review confirms inner threaded shaft, set screw, and knob disassembled as received. Visual and optical examination of the th readed inner shaft identified clear set screw and marks on the rod face. This is consistent with proper assembly and sufficient tightening. The returned components were able to be re-assembled together and evaluated with sample intervertebral implant. The sample implant was found to be securely attached to the re-assembled inserter. The inserter requires dis-assembly for proper cleaning and sterilization after usage. The above observations are consistent with inadequate tightening of knob set screw after cleaning, sterilization and re-assembly.

Manufacturer narrative:
Event description has been corrected.

Event description:
Surgery date: (B)(6) 2012. No patient information is available. It was reported that after attaching a cage to the inserter, its shaft was disengaged from the inserter and the cage fell on the patient's lamina. The surgeon confirmed that a setscrew of the inserter was tightened at improper position. The surgeon tightened the setscrew properly, and the further procedure was completed without any incident. Type of procedure: plif. No patient injury was reported.